Manufacturer narrative:
Continued: h6- health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in posterior side assessed as surgical impact opening, observed broken in anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: ¿ observed stress marks on the device.